Event description:
It was reported that this that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. No adverse patient effects were reported.